Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with burning, redness, inflammation and infection on needle puncture site. It was reported that the sensor puncture site got infected, swollen, hot, sore and a 6-centimetre lump formed under the skin. The patient consulted a healthcare personnel (hcp) and the reaction was treated with a prescription of an oral antibiotic medication, flucloxacillin. At the time of the report the infection was healed but the lump was still there. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).